Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized on (B)(6) 2017 at 12 pm due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose at the time of admission was 511 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The caller reported that prior to the hospitalization they had received multiple no delivery alarms on the insulin pump. The customer was still in the hospital at the time of the call. The customer¿s current blood glucose was 367 mg/dl. Troubleshooting was performed on the insulin pump. Due to the caller¿s request the device will be replaced and returned for analysis.